Manufacturer narrative:
Continuation of d10: product ID: evolutpro-26-us, (serial: (B)(6)); product type: 0195-heart valves; implant date n/a; explant date n/a; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
While preparing for a transcatheter aortic valve implant procedure, it was decided to utilize a 26 millimeter (mm) valve instead of a 29 mm valve due to supra-annular constraints. While the 26 mm valve was being deployed, upward movement was observed. Subsequently, the valve was recaptured and removed from the patient's body. The 29 mm valve was then utilized to complete the procedure. No patient complications were reported as a result of this event.

Event description:
While preparing for a transcatheter aortic valve implant procedure, it was decided to utilize a 26 millimeter (mm) valve instead of a 29 mm valve due to supra-annular constraints. While the 26 mm valve was being deployed, upward movement was observed. Subsequently, the valve was recaptured and removed from the patient's body. The 29 mm valve was then utilized to complete the procedure. No patient complications were reported as a result of this event. Additional information was received that a pre-implant balloon aortic valvuloplasty (bav) was not performed. The direction of dislodgement was aortic. It was noted that the patient's anatomy was considered a complicated type 0 bicuspid aortic valve case, and the strategy changed when the first valve dislodged.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.